Manufacturer narrative:
Review of the device's device history record showed that the lot was released after complete final inspection with no detected issues regarding manufacturing procedure. During investigation, the complaint condition was confirmed. Microscopic investigation shows that the locking thread is badly damaged. The thread experienced plastic deformation which would not allow locking the screw head in the plate. Additionally, the thread at the screw shaft is deformed. This led to a conclusion that the screw was not properly aligned during insertion, as result; the thread came into hard contact with the plate what finally caused the reported damage of the threads. Furthermore, plastic deformation was identified at the star-drive recess, indicating excessive application of mechanical force during insertion. Due to the deformation / damage, it was not possible to measure the dimension / shape of the locking threads. This is being classified as a handling error while insertion. A manufacturing issue can be excluded.

Manufacturer narrative:
Reporter telephone number: (B)(6). A device history record review was performed for the subject device part number: 04.211.012s synthes lot number: l309876. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 17.feb.2017 expiry date: 01.feb.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.012 / h280092 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 20-jan-2017 . Part no: 04.211.012 (EU item), lot no: h280092 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 12mm. Quantity (B)(4). Components reviewed: raw material part 04.211.012.999, lot: h263689 2.8mm ti screw blank 12mm. 02.7 variable angle w/sd8. Inspection sheet for in-process dimensional meet specification. Inspection sheet for final inspection, mill threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number unknown. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the fracture of the pelvic dorsal wall on (B)(6) 2017. Although the reported devices were supposed to be for the foot operation, by the surgeon¿s judgement, these devices were used to the pelvis this time. While the surgeon was inserting the locking screw in question (04.211.010s, 04.211.010s, or 04.211.014s) to the plate in question (04.211.203s), it was found that the locking screw in question had penetrated through the plate hole. No delay in surgery or adverse consequence to the patient was reported. All the screws were removed out of the initial incision. (B)(4).